Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the applicator petals on her tampon were open causing her to feel vaginal pain from the petals scratching her vaginal cavity during insertion. She self treated with unknown creams and has fully recovered. She did not seek medical attention and did not experience any adverse health effects.